Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was no allegation of an adverse event of the reported issue. Device evaluation. The patient¿s meter was evaluated on (B)(6) 2014. The meter involved with this complaint failed testing. The meter was found to have an incomplete label. The label was printed without the serial number. In addition the meter was found to have a damaged display, the lcd was broken. There was no indication that the product caused or contributed to an adverse event. The lay user/patient contacted lifescan (lfs) on (B)(6) 2014 alleging the meter has a label info missing - meter issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. This complaint was being ruled out as a MDR reportable due to the following conclusion: although the issue was not resolved during lfs troubleshooting and therefore a malfunction cannot be ruled out, the chance that this issue could cause or contribute to a serious injury/death is less than remote.